Event description:
The pt reported that the stimulation had moved from being in her right hip to not being there. The symptoms had been getting worse over the last couple of months. The pt stated there was no known accident or incident related to the change. The battery wasn't depleting. The pt also reported that three weeks ago she had laser treatment done around the implantable neurostimulator (ins) site. Since then, the device had not worked properly. The pt experienced loss of therapeutic effect; the pt had pain again. The pt symptoms were the paresthesia area. The pt was not able to adjust the stimulation with the antenna attached; the programmer and recharger would not register or communicate with the ins. The pt detached the antenna and the pt was able to turn the stimulation on and adjust it. The pt was encouraged to contact her healthcare professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.